Event description:
User generated content from face book, I got the realize band implanted (B)(6) 2011. I've been doing good, lost about fifty lbs already but I've plateau for three months. I haven't gone up or down. I've been eating healthy and was working out regularly until I was diagnosed with a tumor on my leg. I just finished surgery and therapy and am almost back to normal but I can't seem to keep any food down. But everything, no matter how small the bites and how much I chew, I continue puking. Attempts have been made to obtain specific details. No response to date. If additional information is received, a med watch supplemental will be sent

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.